Manufacturer narrative:
This is one of two manufacturer reports being submitted for the same event. Reference related manufacturer report # (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. It was noted that the patient required a permanent pacemaker (ppm) due to heart block following the evoque index procedure.